Event description:
The customer reported that his olympus high flow insufflation unit was providing an abnormal air flow rate during use. According to the initial reporter, this event did not occur during a procedure.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was not confirmed. The unit was tested and was functioning properly. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see updates to h4, h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the abnormal gas flow was unable to be identified. Olympus will continue to monitor field performance for this device.